Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient could not get the implantable neurostimulator (ins) to charge and the ins was on hold until she could find a health care provider (hcp). The last time any stimulation as felt was (B)(6) 2014. The patient lost stimulation in (B)(6) 2014. A communication problem was reported and an ins overdischarge was suspected. The patient was trying to get an appointment to see a manufacturer representative (rep) at the surgeon¿s office. The surgeon did not know about the overdischarge. Additional information received reported that an implantable neurostimulator (ins) overdischarge was suspected and the patient tried to solve this problem last year, but could not. The ins had not been charged since (B)(6) 2014. The patient had not been able to deal with the ins since then because they had other health problems with their heart. The patient wanted to meet with a manufacturing representative. Additional information received from the consumer reported that the implant worked great until it died and then it wouldn¿t work anymore and couldn¿t be charged. A manufacturer representative checked it and told the patient it needed to be changed so the battery was changed and a new implant was put in. The indication for use was failed back surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.